Event description:
It was reported, the bronchovideoscope e315 error and coating on insertion tube was peeled off. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
E1/establishment name and address: (B)(6) (documented here due to character limitation in respective field) the device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue was confirmed. However, the definitive root cause could not be determined. Additionally, coating peeling was identified which likely was caused by physical or chemical stress. However, the root cause could not be conclusively identified. The products ifus listed in attachment7 were reviewed. A cautionary statement for regarding to no image was noted in each IFU for 40 models of bf endoscopes. The products ifus listed in attachment 2 were reviewed. A cautionary statement for the surface of insertion tube related to peeling off the coating was noted in each IFU for 60 models of bf endoscopes. Olympus will continue to monitor field performance for this device. Correction to b5 of initial report.

Event description:
It was reported, the bronchovideoscope had e315 error. The issue occurred during preparation for use. There were no reports of patient harm.